Manufacturer narrative:
It appears that the glosscote varnish was applied to the provisional crowns after they were cemented. Direct application of glosscote, composed mostly of methyl-methacrylate (mma), in the mouth is generally contraindicated. Dentists do use mma directly in the mouth to fabricate acrylic temporary restorations, a procedure that will often cause tissue irritation. While it is possible that this event is the result tissue irritation or is the result of an allergic response to the other materials used (not mfg by dentsply), the possibility that this event is the result of an allergic response to the glosscote cannot be excluded as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted when they become available. See scanned page.

Event description:
In this event, it was reported that a pt with no known allergies developed mild irritation near a site in which four temporary crowns varnished with tempart glosscote were placed. The symptoms appeared within 24 hours and subsided after 4 - 5 days with no medical intervention. Approx 3 weeks later, two of the crowns were replaced and varnished with glosscote. The pt reported that symptoms appeared more quickly after the second exposure, with swelling of the upper lip in the area of the application site and two red marks that were "raw and looked burned." The symptoms resolved in the second instance within 7 days without medical intervention.